Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x20mm promus element drug-eluting stent, it was noted that the distal end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on the first distal row, stent struts were lifted. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during handling when the stent protector was removed. The tip was visually and microscopically examined and signs of damage were noted. The tip was bent at the proximal section. This type of damage most likely occurred due to handling of the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x20mm promus element drug-eluting stent, it was noted that the distal end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.